Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a patient suffering from a bad sub-conjunctival hemorrhage and glare during the day, post lasik flap creation. Surgeon is concerned the femtosecond laser is unsafe and has requested it be removed. Additional information has been requested.